Event description:
In 2011 patient had bhr surgery, and is having pain since 2017. In 2019 pt had a stroke, and since then the pt does not feel any sensation in the hip, however, pt has considerable and constant pain in right side from head to toes. In addition, the patient has reported chest pain with occasional arrhythmias, inability to urinate, regular tingling sensation, metallic taste, backache above right hip, sensitive and mood swings. The hip was revised in (B)(6).

Manufacturer narrative:
Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report. - attachment: [results of investigation c-0285051 I-0274510.pdf].